Event description:
A lab manager reported that the tubing separated from the male luer lock while blood was infusing to the pt. There was no pt injury or medical intervention performed; however, a nurse got blood all over her hands and she was not wearing any gloves. The nurse followed the blood bourne pathogen exposure policy for her facility. No add'l info was available.

Manufacturer narrative:
Review of the product reporting database revealed no similar reports have been rec'd for lot#ur179218. The device has been requested but not yet rec'd. Should the device be rec'd for eval, a f/u MDR will be submitted upon completion of the eval. There were no abberancies noted during the batch review for lot#ur179218.